Event description:
Ous MDR - boston scientific received information that during post implant check, this right atrial (ra) lead exhibited pacing thresholds that were greater than 5 volts. The patient complained of feeling weak. A lead reposition was performed but lead would not stay in position as it kept falling out of the atrium. The physician requested for 2 other leads but those were not successfully positioned as well as they kept falling and exhibited high threshold. Further, the physician requested for a passive lead and that was successfully implanted. This lead was no longer in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.